Manufacturer narrative:
The pod arrived partially deployed, with the slide insert visible through the top housing window and the formed needle extended beyond the bottom housing window. No timeouts or drive stalls were observed. A tear was observed in the exposed portion of the soft cannula, causing a fluid leak. The cause and timing of the soft cannula damage could not be conclusively determined. The hard cannula was not properly seated in the slide retract, causing damage to the slide retract. Additionally, the hard cannula was observed to be bent. The cause of the damages hard cannula could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 280 mg/dl. The pod was reportedly leaking while worn on the abdomen for between 25 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Correction to h6 - adverse event problem for the imdrf investigation conclusion (annex d) from d0301 - manufacturing deficiency to d15 - cause not established.